Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to an e-mail from viasys rep. "Received email: they are reporting that this unit is giving shocks when to users when they touch the case and ground. Viasys is going to have the customer send them the unit and they are going to exchange the power supplies since we have released a new power supply."

Manufacturer narrative:
Incident occurred at hosp. Neither the user facility nor the distributor submitted a user facility/distributor report to the MFR. Cardinal health in conjunction with an independent lab previously performed an investigation/eval of the power supply and determined that this power supply is not a compliant. Cardinal health initiated a qualification test plan and design verification plan to qualify a performance compatible and iec compliant power supply from a different power supply MFR to use with the e.m.e. Infant flow pa. On oct. 23, 2007 an engineering change order (eco) released the new power supply for use with this device. Cardinal health conducted a risk analysis and determined that the risk to health is negligible.